Manufacturer narrative:
Date sent: 01/08/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, the tissue pad of the device fell off when the surgeon was cleaning the jaws. The pad fell outside of the patient. Another like device was used to complete the procedure. There was no adverse consequence to the patient.